Manufacturer narrative:
It was reported that the device shows incorrect values during ventilation. No parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation. H3 other text: 4114.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator was showing incorrect values during ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).